Manufacturer narrative:
(B)(4). Method: the returned complaint circuit was pressure tested to check if there was a leak or if the connections would become loose when the circuit was pressurised. Results: there was no physical damage observed to the product. The inspiratory and expiratory limbs were able to be tightly fitted to the swivel. There was no looseness noted in the connection. The pressure test revealed that the swivel was within specification. A lot check could not be performed as no lot number was provided. Conclusion: we are unable to determine what had caused the swivel to detach from the expiratory limb as reported by the customer, as all connections were a tight fit and did not loosen under pressure. All circuits are pressure tested before they are allowed to leave the production line. This is an automated process and any leak in the system from loose connections would have been detected by the automatic leak and flow tester on the production line.

Event description:
A hospital in (B)(6) reported that the swivel y-piece became disconnected from the expiratory limb of an rt235 infant breathing circuit. No patient consequence was reported.